Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. X-ray review by third party hcp stated that overall fit and alignment of the implants is normal with exception of the dislodged screw which was noticed in the anterior joint. Bone quality is normal. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: bmt 360 tib tray 75mm, item# 185204, lot# 342740. Bmt 360 tib lg cruciate wing, item# 185651, lot# 987100. Vngd ssk ps tib brg 12x71/75, item# 185082, lot# 708170. Bmt 360 2.5mm offset adapter, item# 185210, lot# 711930. Bmt 360 tib 5.0 offset adapter, item# 185211, lot# 268140. Bmt splined knee stm v2 15x80, item# 148305, lot# 585060. Series a pat std 34 3 peg , item# 184766, lot# 617920. Bmt splined knee stm v2 15x80, item# 148305, lot# 881760. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years post implantation due to the femoral lock screw backing out. The patient felt and heard a pop in knee and went to get an x-ray. The x-ray showed that the femoral lock screw had backed out and was in soft tissue in the anterior portion of knee. The screw was removed at the revision. Patient is doing well after surgery. Attempts to obtain additional information have been made; however, no more information is available.